Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Ca rectum. How was the device eventually removed from tissue? They need to use manual override to reverse the knife back the open. Moreover the ca is very low cannot apply another stapler below. Did the patient undergo any preoperative radiation or chemo therapy? Yes. What troubleshooting steps were taken in attempts to open device? 1st use the reverse button ¿ did not work. Use manual override to reverse the knife. Did the device cut and staple equal lengths? Not complete the whole length of cutting and stapling. What is the current patient status? Cannot anastomosis the track to rectum, patient need to close the rectum then excrete via colostomy bag at abdominal instead.

Event description:
It was reported that during lap lar case, the surgeon used power echelon gst to cut the rectum but the device got problem, once he fired the knife lanced to the middle then got stuck cannot open. Then they try to use 2 other set of echelon but still the same. The patient cannot received more surgery, so the surgeon decided to keep open and did colostomy on patient abdominal surface for defecation.

Manufacturer narrative:
(B)(4). Batch number: n54e9f. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.